Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that solution leaked from a bd intima-ii¿ closed IV catheter system during infusion. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: a sample was received for the purpose of our investigation. The investigators were unable to observe the reported failure mode in the sample provided. No physical damage could be identified on the sample returned for investigation, additionally the physical sample was subjected to a leakage test at 45 psi without showing any signs of leakage. The batch record also was reviewed, no related abnormalities were found. Investigation conclusion: because the failure mode could not be duplicated or observed the root cause could not be determined for this complaint.